Event description:
It is reported that the universal modular electric / battery double trigger handpiece opened after the sterilization process and that it did not work. There was no pt contact or harm. A delay of 45 minutes is reported.

Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.